Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, left breast cyst, bilateral breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent a breast augmentation procedure with mentor smooth round high profile 460 cc saline breast prostheses when the left breast prosthesis deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. Additionally, it was reported that an ultrasound discovered a cyst on the left breast. Lastly, the patient developed ptosis in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 535 cc gel breast prosthesis and a mentor memorygel breast implant 560 cc gel breast prosthesis on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.